Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 512 mg/dl and 212 mg/dl within 10 minutes on the aviva system. Customer took 15 units of lantus after the result of 512 mg/dl and before the result of 212 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.